Event description:
Customer reported an issue with the a5 anesthesia delivery system, which may have affected o2 monitoring. No pt injury was reported.

Manufacturer narrative:
Company rep evaluated the system. Corrections included replacement of the o2 cell cable and calibrating.